Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer investigation and device evaluation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer was unable to determine the root cause. The device was delivered to the customer on october 30, 2007. The lm reported that the most probable cause for the reported event is as follows: this is presumed to have caused unexpected stress to the camera head and cable due to the user's handling, resulting in the failure of the ccd unit and the cable unit, which resulted in the absence of images. Handling of the device is described below in the instruction manual. As a result, there is a possibility that the reported events can be prevented. ¿do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable.¿. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. It was confirmed that there was no unevenness.

Manufacturer narrative:
The camera head referenced in this report was returned to olympus for evaluation. The evaluation confirmed the user¿s report of cut on the cable and found electrical system shortage in the cable that caused the intermittent horizontal lines in image. The image has a big dead pixel due to a faulty charged coupled device (ccd) unit. The customer was provided a replacement unit.

Event description:
The user facility reported that the camera head cable was damaged, and experienced a no image during use. There was a cut on the cable with an internal metal sticking out. No patient injury reported.